Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1984. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient outcome of this peritonitis event was not reported. Action taken with extraneal and physioneal therapies was not reported. No additional information is available as further follow up was declined from the reporter.